Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon evaluation, the j1 battery connector was contaminated, creating an intermittent connection. The cause of the faults is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing battery faults with both battery packs.